Event description:
A report was received that prior to a suction procedure, the double swivel elbow came apart. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.